Manufacturer narrative:
The implant remains in-situ and no further investigation can be completed at this time. Radiograph was reviewed and confirmed the coronal fracture and subsidence of the vertebral body. No further conclusion can be made. Review of labeling notes: warnings, cautions and precautions: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury and vascular or visceral injury". Device remains in-situ.

Event description:
Lateral plate was implanted on (B)(6) 2015 in a (B)(6) male at l3-l4. During a routine follow up visit on (B)(6) 2015 a coronal fracture was discovered. Surgeon reported subsidence of the interbody implant may have caused the coronal fracture. At this time the patient is stable. Surgeon has elected to monitor the patient's condition. No revision surgery is planned. Patient activity level, bone quality and compliance with post-surgical instructions are unknown.